Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars(syringe)/introducer needle leaked.

Manufacturer narrative:
(B)(4). The customer provided two photos of a product lidstock and components in a clear kit. The introducer needle contained signs of use. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars(syringe)/introducer needle leaked.